Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) area technician operations manager (atom) reported that a lot of naturalyte had low conductivity. The atom reported that during setup the conductivity was 13.1 ms/cm. The machine alarmed low conductivity. The theoretical conductivity value setting on the machine was not reported and it is unknown how much lower the actual conductivity value was. No patients were treated with the lot. The atom did not know how many cases are affected. The atom stated they are using another lot of naturalyte and the conductivity reading was 13.6 ms/cm.

Manufacturer narrative:
Product investigation: as of 11/12/20, there were samples available for return, however these samples are not needed to confirm this allegation. The sample retain was tested through a special test request and found to be within specifications. In addition, there were companion samples available for testing which were tested at both the oregon and irving laboratories, which resulted in conflicting results. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac058 did not meet release specifications and the allegation of conductivity low was confirmed. A product history review, a review of the complaint management system on 12/16/2020 identified 16 additional reported events for lot no. 20lxac058 related to conductivity issues. A review of the product inventory records for lot no. 20lxac058 indicated that 2161 cases of finished product were manufactured on 9/15/20 for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac058 met release specifications. In conclusion, 20lxac058 release testing was found to be compromised due to the deficient test method. A non-conformance was already opened for allegations of conductivity issues and escalated to a corrective action. Based on the investigation performed, cause was traced to manufacturing.